Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6). 2023, the patient underwent an orif surgery for distal fibula fracture. Before surgery, on (B)(6) the hospital ordered a plate for the right side and the plate for right side was delivered to the hospital. On the day of the surgery, it was found that the fracture site was ¿left¿. But the surgeon used the plate for the right side that had been delivered. The surgery was completed successfully with no surgical delay. The patient outcome/ status was stable. The surgeon commented that there was no problem in fixation. It was found that after closing the wound, the hospital had made a mistake in entering the right and left sides of the affected area in the medical records and other information. No further information is available. This report is for one (1) lcp lat-dist-fibula pl-2.7/3.5 5ho l99 r this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Sterile part:04.112.140s sterile lot no:119l659 release to warehouse date:21 dec, 2022 expiry date:01 dec, 2032 manufacturing site: werk selzach supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part:v04.112.140 non-sterile lot:v3250p41 manufacturing site: werk selzach release to warehouse date:16 dec, 2022 supplier: synthese USA hq, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.